Manufacturer narrative:
(B)(4). Zipper teeth not aligning, labeled. Evaluation results: evaluation of the returned product found that the panel side a zipper's slider body is open. There was no problem found with any of the zippers not aligning properly. There is subsequent damage to the canopy that does not pertain to this complaint but is evidence of product abuse. (B)(4).

Event description:
The distributor reported that a canopy has zipper damage to the right side panel, the zipper teeth do not align. This was discovered by the user facility while a patient was inside the canopy and there was no patient injury reported. Inspection of the product found that on panel side a, the zipper's slider body is open.